Event description:
During a bowel resection procedure, the staple lines did not form completely. The surgeon used another device without pt injury.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.